Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7073851, medical device expiration date: unknown, device manufacture date: 2017-03-14, medical device lot #: 5349709, medical device expiration date: unknown, device manufacture date: 2015-12-15. Medical device lot #: 6110630, medical device expiration date: unknown, device manufacture date: 2016-04-19, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 31g 8mm 90 count mail order only had missing label information before use. The following was reported by the initial reporter: "it was reported that there was no expiration date. Verbatim: from phone call on (B)(6) 2020 15:45:58: relative called back stating she found 2 additional clear ziploc bags with syringes in them. Stated there are no expiration dates on any of them and she is unsure of the cat #. Stated she will be disposing of these bags. Family member called stated had 6 boxes of product without exp date on the box or pen needles. From the lot # determined expiration is 2022."

Event description:
It was reported that an unspecified number of pen ndl 31g 8mm 90 count mail order only had missing label information before use. The following was reported by the initial reporter: "it was reported that there was no expiration date. Verbatim: from phone call on 2020-10-19 15:45:58: relative called back stating she found 2 additional clear ziploc bags with syringes in them. Stated there are no expiration dates on any of them and she is unsure of the cat #. Stated she will be disposing of these bags. Family member called stated had 6 boxes of product without exp date on the box or pen needles. From the lot # determined expiration is 2022."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out for lot number 7073851 and 5349709 and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h.10.